Manufacturer narrative:
Model number/catalog number 72400023. Batch/lot number 643340007. Model/catalog description balloon fgs 51-60 cm.

Event description:
It was reported that the artificial urinary sphincter was explanted due to being totally empty. A hole on the tubing that was not previously seen and could be the cause of the malfunction of the sphincter was visualized on the tubing just after the right angle connection. A new artificial urinary sphincter was implanted.

Manufacturer narrative:
Model number/catalog number 72400023, batch/lot number 643340007, model/catalog description balloon fgs 51-60 cm. Device evaluation: the complaint component was returned and analyzed. The reported allegation of fluid loss was confirmed via product analysis of the cuff. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the artificial urinary sphincter was explanted due to being totally empty. A hole on the tubing that was not previously seen and could be the cause of the malfunction of the sphincter was visualized on the tubing just after the right angle connection. A new artificial urinary sphincter was implanted.